Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: after firing the stapler, a small leak was noticed in the anastomosis. The surgeon had to resect additional tissue and opened a new device to complete the procedure. Additional tissue was resected from the sigmoid colon and the rectum. There was a delay of 1 hour in the case. No significant bleeding was reported.